Manufacturer narrative:
It was reported that a patient underwent an atrial flutter left (l-afl) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. At the end of the procedure, when they were removing things from the patient¿s body, the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium appeared to break and some blood began to leak from the sheath. The device evaluation was completed on 13-sep-2023. The product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was broken in the star section. A microscopic examination of the hemostatic valve surface showed stress marks on the damage. The broken condition could be related to the incorrect insertion of the dilator into the sheath; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The optimal device performance guide (odp) contains the following caution: always insert a dilator straight into the center of the sheath's valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 06-sep-2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter left (l-afl) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the hemostatic valve damage issue occurred. At the end of the procedure, when they were removing things from the patient¿s body, the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium appeared to break and some blood began to leak from the sheath. Upon replacing the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, the issue was resolved and the procedure continued. There was no patient consequence reported. Additional information was received. Due to the sheath containing blood, it was quickly bagged up in disposable bags, so the caller was not able to examine it. However, the hemostatic valve is where the issue was observed by the customer. Unable to clarify any specifics on how the valve presented. Only knows is that it was not intact. Also does not know if it dislodged inside or outside of the hub. Does not know if the hub became detached from the sheath. Does not have an estimate of the volume of blood loss. To the caller¿s knowledge, no air entered the patient¿s body. Does not have needle product details. The hemostatic valve damage was assessed as MDR reportable.